Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the customer states there were multiple issues: barbs on the needle, blood flows back out of the tubing and into the patient, other times blood will not flow into the blood tube causing for patients to be stuck multiple times and causing hemolysis. Also, the retraction of the needle has poor ergonomics, and it difficult to retract with one hand while stabilizing the device in one hand while using the other hand to hold a gauze and once the needle is fully retracted/covered, it does not remain locked and can be re-exposed putting staff at risk on unspecified number of devices. No other patient impact reported.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. E.4: the initial reporter notified the FDA on sep-2024. Medwatch report # (B)(4). The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the customer states there were multiple issues: barbs on the needle, blood flows back out of the tubing and into the patient, other times blood will not flow into the blood tube causing for patients to be stuck multiple times and causing hemolysis. Also, the retraction of the needle has poor ergonomics, and it difficult to retract with one hand while stabilizing the device in one hand while using the other hand to hold a gauze and once the needle is fully retracted/covered, it does not remain locked and can be re-exposed putting staff at risk on unspecified number of devices. No other patient impact reported.

Manufacturer narrative:
The following fields have been updated with additional information. D4. Medical device lot#: 24c12b1. D4. Unique identifier (UDI) #: (B)(4). D4. Medical device expiration date: 28-feb-2027 h4. Device manufacture date: 19-jun-2024. D9: device available for evaluation: yes. D9: returned to manufacturer on: 27-nov-2024. Investigation summary: bd received one (1) sample for investigation. The sample and 50 retain samples were evaluated by visual examination, and no abnormalities such as damage or something that can lead to insufficient flow were found from any parts of the product including the butterfly needle, the wings, the safety shield, tubing, and luer adapter. Also, the needle tips of the butterfly needles and the non-patient needles were checked, and no barbs were found. Then a source of light was lit through the butterfly needles and luer adaptors of the returned sample and 8 retained samples, and no clogging as the light was able to be observed through the needles and luer adaptors. Additionally, water sampling test was performed on the returned sample and 8 retained samples by connecting each sample to bd single use holder and inserting bd blood tube, the water was able to be sampled without any problems, no side-piercing, no retracting defects of the rubber sleeves, or leakage from the line as all samples met specifications. Further, a flow rate test was conducted on another 8 retained samples to check for clogging and nothing abnormal was seen. Also, the activation of the safety shields was checked using another 8 retained samples and no issues was found with the breakaway force, sustaining force, or security force as they were all within specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes of difficult to activate, insufficient blood flow, needle point integrity issues and retracting issues. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."